Manufacturer narrative:
Evaluation summary: it was caused due to a condensation of moisture in the ccd unit by changing the temperature outside of the endoscope. Replaced the ccd unit. This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510 number k190805. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occured at the time before use. (Pre-operation) there was no report of patient harm. Blurry misty image, moisture under the led visible.